Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. Parts that fell into the oral cavity were retrieved. An x-ray was performed to confirm no parts remained in the oral cavity. No adverse consequences were reported with this event.

Manufacturer narrative:
Corrected data: device not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. Parts that fell into the oral cavity were retrieved. An x-ray was performed to confirm no parts remained in the oral cavity. No adverse consequences were reported with this event.